Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by a broken piece of the usb cable stuck inside the usb port of the pump. Additionally, the usb cable was damaged. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.